Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the defib conductor was distorted and blood was present in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported at implant attempt, the proximal coil appeared to be unraveled on fluro. The lead was not used and was replaced. There were no patient complications reported as a result of this event.